Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to short interval counts (sic) on the right ventricular (rv) lead. With pocket manipulation there was noise on the rv lead electrogram. An intervention was required to cap and replace the rv lead. No patient complications have been reported as a result of this event.